Event description:
Blood glucose results of "370 mg/dl and 33 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision. The meter, test strips, and control solution wer replaced.